Manufacturer narrative:
Block h6: imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed in full color. Articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal end. No camera wire damage was observed in the pebax region. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was no procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A leak test was conducted to determine if a leak path into the optics lumen was present. The device was pressurized by injecting fluid through the irrigation port of the device while the distal end was inserted into a mock common bile duct (cbd) fixture. Pressure readings were recorded using a pressure gage and the device was pressurized until a reading was displayed on the gage. No change in pressure was observed after injection of fluid. The live image was stable as well and no changes were observed. The reported complaint was not confirmed. During product analysis, a live image with color was seen upon insertion of the device and after conducting a leak test, no leak was observed; there were no changes to the live image. Based on all gathered information, the probable cause selected for the visualization problem is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangeopancreatography (ercp) cholangioscopy laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, the image of the spyscope ds ii became black and white after five to ten minutes of usage. The procedure was not completed due to this event. The rescheduled procedure was completed using a spyscope ds ii. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f05 is being used to capture the reportable event of delay to treatment/ therapy.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangeopancreatography (ercp) cholangioscopy laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, the image of the spyscope ds ii became black and white after five to ten minutes of usage. The procedure was not completed due to this event. The rescheduled procedure was completed using a spyscope ds ii. There were no patient complications reported as a result of this event.